Manufacturer narrative:
Unit received with broken reservoir tube lip partially broken off, reservoir does not stay locked in. Missing o ring from reservoir tub, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.(B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and the o ring fell out. Customer does not know how damage occurred, but it may have dropped. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.